Event description:
A us distributor returned a monitor and reported the monitor cannot run detect and treat testing due to physical issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the monitor's electrode belt receptacle socket was missing and the wires were damaged. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.